Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced loss of contact, oversensing of noise, and possible undersensing. It was also reported that there were low r-waves. The icm remains in use. No patient complications have been reported as a result of this event.